Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient shoulder pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the shoulder pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient heard a four to five second tone which they thought was coming from their controller. The tone did not sound like any of the alarms typically made by a controller. A controller exchange occurred, but the tone still sounded. It was discovered that the tone was not coming from the controller, but it was coming from the patient's implantable cardioverter defibrillator (ICD). The patient was using a shoulder pack and the magnet of the bag caused the ICD to tone. No actions were performed, but the site instructed the patient not to place the magnet over the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The shoulder pack contains magnetic closures. Patients are instructed to keep the shoulder pack at least six (6) inches away from the chest. Based on the reported event, the most likely root cause can be attributed to the proximity of the magnet in the shoulder pack affecting the patient¿s implantable cardioverter defibrillator (ICD). If information is provided in the future, a supplemental report will be issued.